Manufacturer narrative:
The test strips were requested for investigation but have been discarded and are not available for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using the dade innovin reagent. At 1:06 pm, the result on the meter was 2.4 inr. The laboratory result within 4 hours was 1.8 inr. The patient's therapeutic range is 2.0-3.0 inr.